Event description:
Discordant results were obtained on patient samples for multiple assays on a dimension vista 1500 instrument. It is unknown if the discordant results were reported to the physician(s). Some samples were rerun on the same instrument and an alternate instrument and resulted differently upon repeat testing. It is unknown if the rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist discovered that the samples had been dispensed into aliquot wells that had already been used for quality controls. The cause of the aliquot wells being reused is unknown. Siemens is investigating this issue.

Manufacturer narrative:
The initial MDR 1226181-2013-00275 was filed on june 20, 2013. Additional information (6/19/13): siemens healthcare diagnostics has investigated the incidence of patient samples being dispensed into an aliquot well that quality control or calibration material from a vista vial has already been dispensed into. It has been confirmed that the issue can occur on dimension vista instruments that use software versions 3.5.1 and 3.6 during conditions requiring a system reset. An urgent medical device correction (umdc), umdc 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense, was sent to customers in june 2013. The umdc instructs customers to check for pending quality control or calibration tests if the system requires a reset and if so, to restart the software prior to processing patient samples.